Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. No product or data were provided for evaluation. The reported a loss of connection could not be confirmed. A root cause could not be determined.